Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer also stated their up button appeared to be damaged. The customer's blood glucose was unknown. Customer also stated they may have exposed their insulin pump to sweat. The insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was also received with cracked case at display window corner, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.